Event description:
Complainant alleged that during biomed testing, the device displayed a "bridge test fail" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll. The device's bridge board was removed and returned. The malfunction was duplicated and attributed to a faulty transistor.